Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing therapy for an atrial fibrillation with rapid ventricular response. The device was reprogrammed.

Event description:
New information received states that the device was explanted.

Manufacturer narrative:
Device explant and return were added in error. The device explant and return are not associated with the device involved in this event.

Event description:
Device explant and return were added in error. The device explant and return are not associated with the device involved in this event.